Event description:
Per importer's MDR: it was reported that the unk wheelchair is broken.

Manufacturer narrative:
There is no way to know whether this device was manufactured by foshan r. Poon medical co., ltd, since there was no model number provided and the device was not returned for eval.